Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning, and that the pump shut down unexpectedly while the battery gauge displayed 30-35%. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer also reported a low blood glucose (bg) level of 63 (mg/dl) that was addressed by eating food. Reportedly, customer stated that they are working with their health care provider on adjusting the basal insulin settings to account for the customer's physical activities at work. Customer indicated that they will revert to insulin injections for alternate insulin therapy.